Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing was not delivering the medication. Reporter stated the patient was initially comfortable after receiving the epidural, but approximately one hour later stated that the pain had returned to the level before the epidural, despite multiple attempts to use the epidural bolus button. The anesthesiologist used ice cubes to test the patient's epidural level, and the patient felt cold ice on every level of the body, so the doctor proceeded with replacing the epidural. After the second epidural placement, the same situation occurred: the patient was initially comfortable, but the epidural quickly wore off again. During the bedside assessment, it was noticed that despite hours of a running epidural, the fentanyl bag hanging in the locked box remained completely full. The doctor disconnected the tubing and tested the epidural bolus button, discovering that nothing was coming out of the tubing and the patient had not been receiving any medication. The doctor replaced the epidural tubing, manually bolused the patient with 10ml of 0.25%, and reconnected the continuous infusion. The epidural functioned properly after this tubing replacement.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.